Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after 11,800 joules of use. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and functional analysis of the device did not identify any signs of breakage along the length of the fiber nor the fiber tip, therefore, the reported event was not confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after 11,800 joules of use. The procedure was completed with a second fiber without patient complications.